Event description:
It was reported that a patient presented to clinic for follow up after a vibratory alert. Device interrogation revealed high defibrillation lead impedance alert on the right ventricular (rv) lead. No changes or intervention was reported. The patient condition was stable.